Event description:
International affiliate reports that the back section of the vertebral body replacement device broke off during insertion. The breakage was noted after the cage was positioned. When the inserter instrument was removed from the device, the broken section was attached to the instrument. The major section of the cage was implanted and remains in the patient. As a compromised vbr device was implanted, a medwatch report is being filed to document this event.

Manufacturer narrative:
No conclusion can be made. The major section of the cage remains in the patient and the section of the cage that broke off is not available for evaluation. Review of the device history record cannot be performed as the device lot# is unknown. At this time, the complaint is considered to be closed.